Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. The device had been filled with a non-baxter drug. The reporter stated that the particle was floating and looked like a very short grey hair. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection observed particulate matter floating in the intravia bag. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.